Manufacturer narrative:
Medical device problem code (B)(4) - use after expiration. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the graftmaster was used past the expiration date. A review of the graftmaster label attached to the lot history record for this lot was conducted indicating a manufacturing date of (B)(6) 2020 with an expiration date (use by date) of 31(B)(6) 2022. The product was used after expiration as it was reported the procedure occurred on (B)(6) 2022. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, states: note the product use by date specified on the package. It is likely the IFU deviation contributed to the reported event. The investigation determined the reported device expiration issue appears to be related to use error. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a perforation in the saphenous vein graft to right coronary artery (svg to rca). The 4.0x19mm graftmaster covered stent was successfully implanted at a pressure of 16 atmospheres (atms), however, the device was expired and it was noted after the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.